Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(4) came out about two months ago to evaluate the chair and they stated back bolts that attach seat upholstery are missing.